Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. It is likely that the foreign material could not be removed due to physical damage to the subject device. However, a definitive root cause could not be determined. Reprocessing was confirmed to have been practiced in accordance with the instructions for use (IFU). The subject event can be detected and prevented by implementing in accordance with the below instructions for use (IFU). Instructions for gif-ez1500, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-ez1500, reprocessing manual chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found adhesive on the bending section cover had a chip, a crack and white-clouded area; the switch 1 and switch 2 had a cut; control unit was damaged; paint on air/water cylinder and suction cylinder was peeled; adhesive around objective lens and light guide lens had white-clouded area; plastic distal end cover had a dent; forceps channel port was shaved; and the connecting tube, universal cord, and objective lens had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material in the air/water cylinder. There were no reports of patient involvement.